Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Subsequently, the pump shut down. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the alert cleared and the pump successfully began charging after the customer unplugged the charging cable from the wall adapter and plugged it back into the same wall adapter.